Manufacturer narrative:
No robust growth was observed in the target curves. The CT values generated by the patient samples are late and would be considered at or near the limit of detection (lod) of the assay. Furthermore any results for samples near the lod of the test can be expected to waiver between positive and negative and upon multiple retests even across multiple platforms. Additionally, the differences in technology including lod criteria and target sequences of the non-roche assays. An investigation into the reagent kit was performed and no product problem related to the customer allegation was identified. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests.the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from thailand alleged discrepant results for two samples when using the cobas 6800, s/n: (B)(4) when compare the results with competitor systems (viasure sars-cov-2, certest biotec, s.l.) And dmsc covid-19 real time rt-pcr kit (siam bioscience). On (B)(6) 2021, the two initial sample tests were performed on the cobas 6800 serial no. (B)(4) and generated sars-cov-2 positive. The same two samples were retested by viasure sars-cov-2. The results were sars-cov-2 negative. The two samples were sent out to a reference laboratory and retested with the dmsc covid-19 real time rt-pcr kit and the results were also negative. The negative results were released to the patients and no harm is alleged. Investigation is in progress.

Manufacturer narrative:
(B)(6). The CT values of 35.47 and 36.74 for target 1 were beyond the lod of that assay, exhibiting low titers. Although it could not be confirmed whether the samples generated 'true' positives titers. However, the curves showed no robust growth and the ic appeared suppressed. While we could not rule out low titers, another possibility would be that the samples were exposed to a slight contamination and are producing nonspecific titers. (B)(4).